Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the left superficial femoral artery (sfa). The supera stent delivery system was advanced to the target lesion without difficulty and the supera stent was deployed. However, the stent did not release from the delivery system, but the physician was unaware of this. As the stent delivery system was removed, the stent, still attached to the delivery system, was pulled from the target lesion. The stent delivery system and stent were pulled to the aorta-iliac artery bifurcation and the physician stopped the procedure and a call was made to the av territory manager for advisement. The territory manager received event information and was told that the nose cone of the stent delivery system had been retracted into the delivery sheath; therefore, he advised the physician to continue removal of the stent delivery system and stent. When the delivery system reached the 6french sheath, the nose cone sheared off. The nose cone travelled to the right common femoral artery and then to the right sfa, where it was stopped by pre-existing untreated stenosis in the right sfa. A 7french sheath was advanced through the left common femoral artery. When the territory manager arrived at the site, he advised the physician to snare the nose cone and the nose cone was snared and retrieved through the 7french sheath. Upon removal of the nose cone, the territory manager examined the nose cone and it appeared to be complete. The physician felt that nothing was left in the patient anatomy and declined to do any additional imaging. There were no adverse patient sequelae; however, a clinically significant delay was reported due to the difficulties with the stent and stent delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been deployed. The separation was confirmed. The investigation determined that the cause for the deployment issue and tip separation was due to user error. The additional therapy to remove the tip and delay on procedure was related to circumstances of the procedure. It should be noted that per the supera instructions for use (IFU), the recommended pre-dilatation diameter for a 5.5 mm stent is to use a balloon diameter greater than 5.5 mm. It is likely that failing to pre-dilate the lesion site as instructed in the IFU contributed to the reported difficulties. Additionally, it was reported that the thumbslide was not fully retracted and the system lock was not locked prior to removal. The IFU instructs the following: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.